Manufacturer narrative:
Return of product has been requested. Product not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Hit back of throat, almost choked [choking sensation]; brush head broke off in mouth / brush head fell apart / bottom head fell off in mouth [device breakage]. Case description: a (B)(6) female consumer reported via phone on (B)(6) 2016 that as she was brushing her teeth with an oral-b rechargeable toothbrush, version unknown, the oral-b brushhead, version unknown broke off/fell apart and hit the back of her throat and she almost choked. She explained that the brush head had two round heads, and it was the bottom head that fell off in her mouth; she stated that it did not get stuck and came right out. The consumer reported that she'd had this toothbrush for 3 months and had been using the brush head that came on it; this was the first time that she had used this particular version of brush head. She used the brush heads twice a day, but had discontinued use. The case outcome was recovered. Other relevant history: drug allergy - sulfa. No further information was provided.